Event description:
The customer contact reported an operator error in programming which resulted in an adverse event while the device was in clinical use. On an unspecified date and time, the pump was programmed to deliver dilaudid 1mg/ml. No specific programming parameters were provided. After an unspecified length of time, the physician ordered the patient to receive dilaudid 5mg/ml. At an unspecified time, a new vial was loaded into the pump. After an unspecified length of time, the nurse entered the patient's room and found the patient was not breathing. It was reported the patient had expired. The pump was removed from clinical service. It was reported that after a review of the pump history by the user facility, it was determined that the device was programmed to deliver a concentration of 1mg/ml instead of the intended concentration of 5mg/ml. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.